Manufacturer narrative:
Additional narrative: a product development investigation was performed. Following device was returned for customer quality (cq) investigation: stardrive screwdriver shaft t15/self-retaining qc (part # 03.614.019, lot# 7761442). This complaint condition is unconfirmed. The screwdriver tip does not show any signs of damage. The complaint condition was replicated using stardrive recess locking screws on devices p/n 04.633.215, lot# 7867886 and p/n 04.633.220, lot# 7867918 available at cq location. No new malfunctions were identified as a result of the investigation. Screwdriver shaft t15 (stardrive, for quick coupling) for locking screws is used at different steps and additional techniques under synapse system operations. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. The screwdriver tip does not show any signs of damage. The overall balance of the device looks in a good condition with some signs of wear which does not impact functionality. The complaint condition did not replicate itself as the screwdriver tip performed per expectation when tested on stardrive recess locking screws on devices p/n 04.633.215, lot# 7867886 and p/n 04.633.220, lot# 7867918 available at cq location. The screwdriver shaft tip easily fit into the locking screws of the above devices and screws were able to be loosened/tightened without any additional efforts. Hence the complaint is unconfirmed. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The complaint is unconfirmed. The returned device functioned per the expectation when tested at the cq location. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No manufacturing or design related issue was identified during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part #03.614.019, synthes lot#7761442. Release to warehouse dates: (B)(6) 2014, (B)(6) 2015. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an unknown surgery the screwdriver shaft stardrive was not fitting into the head of the locking screw. As a result surgeon was unable to insert the locking cap. Another screwdriver was used to resolve the problem. There was no patient impact. The surgery was not prolonged and the procedure was successfully completed. Concomitant devices reported: locking cap (part number unknown, lot number unknown, quantity 1), locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).